Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional regarding the consumer. It was reported that hcp received the patient with only epidural lead that was still present. The old non-functioning lead was partially removed by another physician. Patient had the explant so they could have an MRI done in future. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are:  product ID: 3986, serial# (B)(4), implanted: (B)(6) 1999, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of other chronic/ intract pain. It was reported that the patient's lead and extension are scheduled to be removed. No further information is known. Follow-up is being conducted. No symptoms reported, and no device allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.